Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product/ lot # combination confirmed there were no indications of production related problems or discrepancies in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported a connection failure in the capiox sx10 device. Follow up communication with the user facility reported the following information: the hose for the venous reservoir does not allow a tight fit causing leakage. The hose was replaced. The procedure was completed successfully. It was reported that there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report # 9681834-2015-00264 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in its appearance. The actual sample was rinsed and dried. Magnifying inspection of the venous blood outlet port and the adaptor did not reveal any anomalies. The adaptor was attached to the port. The adaptor was then held on the larger bore side where there are some ribs on the outer circumference, screwed in to the port and tightened securely. The actual sample was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the adaptor and the port. The port was subjected to dimensional inspection and verified to meet manufacturing specification. The investigation results verified that the actual sample was of normal product and there was no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, it is likely that the port was not fixed to the reservoir blood outlet port adequately, resulting in the reported leak. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak". All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report # 9681834-2015-00264 to provide the sample evaluation results.